Event description:
Technician alleges the bed will not go all the way into reverse trend.

Manufacturer narrative:
The technician found faulty wiring. The technician repaired loose wires on rev. Trend micro switches to resolve issue.